Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called saying they get up five times a night; the event was considered a gradual change in therapy/symptoms and the patient has tried all programs including increasing to 8.5v. They don't think it is strong enough and their body has adapted to stimulation over time. Programming considerations were reviewed and it was recommended to follow up with the healthcare provider (hcp) to address symptoms/programming. No further patient complications have been reported as a result of this event. On (B)(6) 2018, additional information received from the patient who is not real happy with how the implantable neurostimulator (ins) is working. They only have two programs and they are not happy with them. They said they did not use the ins at all for 2-4 months because it was not helping with their symptoms. Caller said they noticed their symptoms are getting worse because they are running to the bathroom every ten minutes. They are back to using the insagain and they are going to the bathroom every half hour, while two years ago, they were going every two hours. The caller said they can't go back to the every two hours with the programs they have now. It is unknown at the time of the call if the patient has access to their patient programmer (pp). It was reviewed to use the pp to check therapy status and to review programming considerations; no troubleshooting occurred at this time because the patient didn't want to. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss their symptoms; they will see their hcp on (B)(6) 2018. The patient responded to a letter on (B)(6) 2018 when asked what actions/interventions were taken to resolve the lack of symptom relief/running to the bathroom every 10 minutes, the patient said "this happened about a year ago. I quit using the device during the daytime and went back to the hourly urinating schedule." When asked to confirm the cause of the lack of stimulation and the relationship to the patient's body getting use to stimulation, the patient said "I have two programs on the device. Currently both are operating at the highest setting. At this setting, I rarely feel any stimulation." Additional information was received from the consumer on (B)(6) 2018. The patient reported an ins low battery icon and they stated they expected the battery to last longer like their previous one. It was reviewed with the patient that settings and usage affect overall longevity and when asked the patient stated their setting was at 7.8/7.9 which was reviewed with the patient to be on the higher end. The patient noted that when they saw their manufacturer representative (rep) in july of this year (2018) the rep told them that the battery would fail in september. The patient noted they thought the rep meant one year from then, not the current year. It was noted the patient understood all the factors of longevity and they were going to follow up with their health care physician (hcp). It was noted on (B)(6) 2018 (the night prior to the call,) the patient got up to void 7 times during the night. The patient also reported that about a month ago it quit working. The patient noted they couldn¿t turn stimulation on. The patient mentioned their hcp had prescribed myrbetrig however their insurance company denied due to cost. There were no further complications reported.